Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006; 7122 lead, implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting a complete loss of capture due to an apparent dislodgement. The lead was programmed off until a revision could be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.